Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem damaged cable) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing and failed an ECG fall-off test. The root cause for the failure was the cable connecting ECG "d" and ECG "d" was pulled from the strain relief, breaking the j704 off of the distribution node (dn) pca. The root cause for the strained cable was excessive force. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.